Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported that a patient with oliguric end stage renal disease (esrd) on pd therapy had a recent pulmonary workup for unilateral left sided pleural effusion, progressive dyspnea, weight gain, lower extremity edema presenting with worsened positional dyspnea, and shortness of breath (sob), was admitted to the hospital on (B)(6) 2017 (ref. MDR ID 2937457-2017-00743) due to re-accumulation of left pleural effusion. This submission captures the initial pulmonary consult service the patient received on (B)(6) 2017. The patient was seen as an outpatient for pulmonary evaluation and work-up with intent of the potential etiology of this unilateral effusion. Post diagnostic chest x-ray performed for patient experiencing two (2) months of worsening dyspnea. During the outpatient pulmonary visit a thoracentesis and post thoracentesis computerized tomography (CT) was performed with results of a transitive pleural effusion. On (B)(6) 2017, the patient presented to the hospital with reassuring vital signs at rest, but oxygen level desats occurred with movement. The acute priority for the hospital course was immediate management of recurrent pleural effusion. On (B)(6) 2017, the patient underwent a thoracentesis procedure with 2,000 cubic centimeters (cc) (2 liters) of fluid removed from the left lung (breath sounds had been absent). The fluid did not re-accumulate based on physical examine and additional radiological imaging prior to discharge. Patient¿s medical intervention was managed by cardiology, pulmonary, and nephrology service throughout hospitalization. According to nephrology, character consistent with pleural peritoneal leak, however, further testing needed, but currently, on hold due to clinical stability of the patient. Nephrology service, which managed the patient¿s pd treatments during hospitalization, increased the dextrose concentration in dianeal solutions and decreased fill to a smaller volume. Patient was discharged home on (B)(6) 2017 with stable vitals. The patient has continued with outpatient pd therapy. Patient will be monitored very closely by renal in the outpatient setting.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: there is documentation supporting a likely temporal and causal association between the ccpd therapy and fresenius products and the event of excess fluid/fluid overload, patient experiencing progressive dyspnea, weight gain, lower extremity edema additionally presenting with worsened positional dyspnea, shortness of breath (sob)/dyspnea, patient found to have increased fluid accumulation of large left pleural effusion with left middle lobe atelectasis and compressive atelectasis, small pericardial effusion event and subsequent hospitalization with 6 day length of stay. There were medical interventions for the pleural effusion requiring a thoracentesis to remove 2,000 cubic centimeters (2 liters) of fluid from the pleural space during the hospitalization. Additionally, a review of the medical records revealed that the patient required immediate transition to hemodialysis treatments during hospitalization and to continue post discharge for approximately 2 months. The pdrn states the patient has received training manuals, does not drain well in a sitting position and appears to be compliant to date with manual exchanges. The patient has received a new liberty cycler. Nephrology service is managing patient¿s dialysis treatments while hospitalized and increased the dextrose concentration in dianeal solutions and additionally modified pd therapy with decreased fill to a smaller volume. In terms of patient¿s hypertension management to continue on same antihypertensive regime, but patient was briefly hypertensive with systolic to 180. Patient¿s diabetes mellitus type 2, benign prostatic hypertrophy (bph), anemia and restless leg syndrome (rls) have been stable and no intervention has been initiated for these comorbidities.

Event description:
The peritoneal dialysis (pd) nurse reported that a patient with oliguric end stage renal disease (esrd) on pd therapy had a recent pulmonary workup for unilateral left sided pleural effusion, progressive dyspnea, weight gain, lower extremity edema presenting with worsened positional dyspnea, and shortness of breath (sob), was admitted to the hospital on (B)(6) 2017 (ref. MDR ID 2937457-2017-00743) due to re-accumulation of left pleural effusion. This submission captures the initial pulmonary consult service the patient received on (B)(6) 2017. The patient was seen as an outpatient for pulmonary evaluation and work-up with intent of the potential etiology of this unilateral effusion. Post diagnostic chest x-ray performed for patient experiencing two (2) months of worsening dyspnea. During the outpatient pulmonary visit a thoracentesis and post thoracentesis computerized tomography (CT) was performed with results of a transitive pleural effusion. On (B)(6) 2017, the patient presented to the hospital with reassuring vital signs at rest, but oxygen level desats occurred with movement. The acute priority for the hospital course was immediate management of recurrent pleural effusion. On (B)(6) 2017, the patient underwent a thoracentesis procedure with 2,000 cubic centimeters (cc) (2 liters) of fluid removed from the left lung (breath sounds had been absent). The fluid did not re-accumulate based on physical examine and additional radiological imaging prior to discharge. Patient¿s medical intervention was managed by cardiology, pulmonary, and nephrology service throughout hospitalization. According to nephrology, character consistent with pleural peritoneal leak, however, further testing needed, but currently, on hold due to clinical stability of the patient. Nephrology service, which managed the patient¿s pd treatments during hospitalization, increased the dextrose concentration in dianeal solutions and decreased fill to a smaller volume. Patient was discharged home on (B)(6) 2017 with stable vitals. The patient has continued with outpatient pd therapy. Patient will be monitored very closely by renal in the outpatient setting.